Event description:
On (B)(6) 2011, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 9:20 am, the patient obtained the blood glucose readings of 175 mg/dl and 173 mg/dl on the reported meter. Five minutes afterwards, the patient passed out. Emergency services were contacted. When paramedics arrived, the patient's blood glucose level was tested to be "less than 40 mg/dl". The patient did not receive any treatment. The patient manages his diabetes using an insulin pump. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after obtaining elevated meter readings on the reported meter, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.